Event description:
Customer reported that he will insert a new battery and it only last a day. Customer stated he does receive low battery alarms and then shortly after the insulin pump turns off. Customer stated that the display was blank. The battery compartment is not damaged or corroded but there is some corrosion on the battery cap. Customer also stated that the ink is leaking from the top of the screen; customer dropped the insulin pump. The device passed the displacement test and self test. Blood glucose value is 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.